Event description:
A pt was not able to feel stimulation from their device system. The upper limit had been reached. A surgical procedure was conducted on (B)(6) 2010 to resolve the issue with their implanted device. Details in regards to the surgery, in addition to the pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).